Event description:
Patient transferred in from an outside hospital and outside orthopedic surgeon for significant deformity and pain in the left leg. Radiographs show a fractured hip stem with a well fixed distal stem, copious cement in the canal, and a constrained locking mechanism.